Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: item # unknown, unknown cup lot # unk. Item # unknown, unknown liner lot # unk. Item # unknown, unknown head lot # unk. Reported event was confirmed by review of x-rays provided. X-ray review states that acetabular cup lateral angle of inclination is borderline steep. The femoral head component is eccentrically located superiorly within the acetabular cup consistent with polyethylene liner wear. Periacetabular osteolysis radiolucency is present. Linear radiolucencies at the proximal femoral stem metal-bone interfaces was also noted. Device history record (DHR) and complaint history review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided. Xray reviews noted cup malposition, radiolucency liner wear and osteolysis.